Manufacturer narrative:
(B)(4).

Event description:
The technical support specialist reported on (B)(6) 2016 that the a new m106 generator was unable to be interrogated during replacement surgery. The data received light was not illuminating during the interrogation. The company or specialist was able to program patient initials with his wand and tablet through the packaging before it entered the sterile field. Once in the sterile field and after the new leads were placed, the m106 was unable to establish communications after about 15 attempts. The specialist removed the usb cord, reinserted, and waited 15 seconds before reinterrogating again. She then disconnected and reconnected the wand and usb cable which continued to not resolve the issue. She then replaced the 9v battery and tried it all again. She held down reset buttons and the wand light illuminated for 20 seconds. The tablet was turned off and restarted. The hospital's wand with the specialist's usb cable was then used and the same troubleshooting steps were performed but communication was still unsuccessful. The surgeon decided to close the patent with the new leads and generator. However, diagnostics and heartbeat detection were unable to be tested as a result of the communication issues. The issue was suspected to be related to the tablet usb cable or tablet connection. A replacement usb cable was provided to the specialist. Once the cable was replaced, the programming system has been functioning since the case on (B)(6) 2016. It was reported that potential sources of emi were turned off as much as possible in the or to mitigate emi communication issues. Communication with the generator was attempt in different areas of the sterile field to try and move away from sources of emi. The usb serial cable was received for analysis. However, analysis has not been completed to date.

Event description:
The usb serial cable was received for analysis. An analysis was performed on the returned usb to db9 cable and the reported allegation was verified. The cause for the reported allegation is associated with a disconnected wire connection in the returned serial cable. Once the wire was soldered onto the serial cable pcb, no further anomalies were identified.